Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4), 2011 the meter was tested and no faults were found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. On (B)(4), 2011 the test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurate low as compared to a laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that in the morning of (B)(6) 2011, the patient reported blood glucose results of '35mg/dl' with a lifescan meter and '77mg/dl' on a laboratory device, performed within 10 minutes or less of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient stated that she manages her diabetes with a combination of 850mg of metformin in the morning and 23units of lantus in the evening and immediately took her usual dose of medication in response to the reported issue. Shortly after the alleged product issue occurred, the patient stated that she developed symptoms of being 'sweaty, clammy and confused' and immediately self treated with food/drink in response to these symptoms. At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products have been sent to the patient. Although the patient denied receiving any medical treatment after the alleged issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.